Manufacturer narrative:
The manufacturer previously received information alleging a CPAP device's sound abatement foam became degraded and caused the patient to have lung cancer. The patient did not report receiving any medical intervention. In the initial report, section b5 was not correct, the correct b5 should be - there was no report of patient harm or injury. The device along with a humidifier was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device and the humidifier were completed by the manufacturer.the manufacturer found evidence of white and black unknown contamination (dust like), some very small potential hairs at the air input of the blower box, black contamination at the air outlet of the blower box, black contamination on the bottom of the blower box, potential mineral deposits on the bottom of the blower motor, blower box, indicating potential water ingress, red/brown colored stains inside the bottom cover base of the humidifier, potential mineral deposit stains on the heater plate of the humidifier, indicating potential water ingress and heater plate o-ring slightly deformed, unknown brown and black contaminants and dark-colored hair strands inside of humidifier box and brown and black stains on the flip lid seal, black (dust-like) contamination on dry box seal and heater plate of the humidifier. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found no error logged. The manufacturer concludes the contaminates found were consistent with black contamination at the air outlet of the blower box, black contamination on the bottom of the blower box, potential mineral deposits on the bottom of the blower motor, blower box, indicating potential water ingress, red/brown colored stains inside the bottom cover base of the humidifier, potential mineral deposit stains on the heater plate of the humidifier, indicating potential water ingress and heater plate o-ring slightly deformed, brown and black stains on the flip lid seal, black (dust-like) contamination on dry box seal and heater plate of the humidifier and black unknown contamination (dust like), some very small potential hairs at the air input of the blower box, unknown brown and black contaminants and dark-colored hair strands inside of humidifier box were inconsistent with the sound abatement foamthe manufacturer confirmed there was no evidence of sound abatement foam degradation. Section b1,b2,b7,d9,d10,g3,h1,h6 has been updated/corrected.

Manufacturer narrative:
Additional information was received on oct 09, 2023, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged lung cancer. Additional information was received about the alleged cancer and lung cancer. The manufacturer previously submitted MDR 2518422-2021-04436-1 with incorrect sections b1, b2, h1, h6. Corrections to previous MDR are made in this report as follows. Sections b1, b2, h1, h6 have been corrected in this report as follows: section b1 was corrected for adverse event and product problem. (Only the product problem was checked in the previous MDR.) Section b2 was corrected to other serious or important medical events. (Previously, it was blank.) Section h1 was changed from malfunction to serious injury. Section h6 health effects: clinical codes and health effects - impact code was corrected.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused the patient to have lung cancer. The patient did not report receiving any medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.